Manufacturer narrative:
Date rec'd by MFR: 31jul2019. Failure analysis on the returned gas delivery system (gds) shows that the gds failed due to the air flow sensor drifting out of specification. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 01may2019. The customer troubleshot with technical support. The customer was advised that the flow sensor needs to be replaced and was provided with part number and price. The customer replaced the flow sensor and the ventilator passed all testing.

Event description:
It was reported that the ventilators pressure accuracy had zero offset and was failing. There was no patient involvement. Event date not specified: estimate used.